Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus and the buttons were not responding. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
No unexpected scrolling of numbers noted. The insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.